Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not empty during patient infusion. After 3 days of infusion, the device still appeared full. The device was filled with 2718 mg of fluorouracil in 115 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.